Event description:
It was reported that during implant attempt, after the lead was tied down, it moved. The lead needed to be repositioned. When the physisian moved the suture sleeve a disruption was noticed in the coils. The lead was repositioned and interrogated. It was found to have no sensing in bipolar with sensing ok in unipolar. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): analysis of the returned lead noted all conductors are distorted and the inner insulation is torn. Damaged at implant.